Event description:
Customer reported the passport 2 monitor displayed a error message, which may have resulted in a loss of primary monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the cpu, motor pump and cooling fan. Calibrated and safety tested unit to factory specifications.